Manufacturer narrative:
(B)(4). Records indicate this device remains in service without further complication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular tachycardia (vt) episode. Review of the episode revealed a premature ventricular contraction (pvc) occurred after an ap-sr marker. The av delay then timesout and a ventricular pace occurred on a t-wave which caused a run of ventricular tachycardia (vt). The rhythm was successfully converted with anti-tachycardia pacing (atp). The right ventricular blank after atrial pace was reprogrammed along with rythmiq. Av search was also extended to 400 milliseconds. No symptoms or adverse patient effects were reported.